Event description:
It was reported to boston scientific corporation on february 17, 2020 that a flexiva 200 laser fiber was used in an flexible ureterolithotomies procedure for renal calculus performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier h 20 laser console. According to the complainant, during the procedure, it was noted that the laser fiber was working but after some time it lost its performance and effectiveness. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable investigation result of fiber broken within the sma connector. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 317 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed signs of normal degradation on the exposed glass tip. Additionally, there was no light emitted from the sma connector, indicating a fracture within the connector. It was likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction block e1: initial reporter first name and last name corrected based on review of the complaint record on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 317 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. There was no light from the sma connector, indicating a fiber connector fracture. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed signs of normal degradation on the exposed glass tip. Additionally, there was no light emitted from the sma connector, indicating a fracture within the connector. It was likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector. Damage within the connector of the device can result in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in an flexible ureterolithotripsy procedure for renal calculus performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier h 20 laser console. According to the complainant, during the procedure, it was noted that the laser fiber was working but after some time it lost its performance and effectiveness. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.